Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction (stopper jammed). Correction: following submission of initial MDR it was identified the lot was incorrectly reported as unknown. Section b updated to reflect lot impacted in this incident. Device evaluation: one photo and one physical sample from lot 2404039 was provided to our quality team for investigation. Through visual inspection of the returned product, the stopper is observed to be only partially assembled onto the plunger rod. Further evaluation did not identify and damage or defect within the plunger that could have contributed to this incident. A device history review was performed for lot 2404039, no deviations or non-conformances were identified during the manufacturing process that could have contributed to either incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers, there were no incidents documented related to any failures with the detection system during manufacturing of lot 2404039. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and all stoppers were verified to be properly assembled onto the plunger rod. Leakage testing was also performed, all product was verified to meet required specification, no leakages were observed. Based on our quality team's investigation , it was determined the sample provided with the stopper incorrectly assembled occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly along with the detection system not properly identifying and discarding the impacted sample. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the incorrect annex a code was provided. Corrected annex a code has been provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
This MDR reflects the 2nd unknown event date. Description of the incident: problem found: plunger head gasket failing event already produced last week. Another problem with these syringes: no visible seal failure, but the sample liquid flows down the syringe and comes out at the bottom of the plunger. Immediate action: change device patient impact: none the device is at your disposal in the materialovigilance department. Kesava raj m: (B)(6) 2024 follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below we would also like to know if samples are available for the survey. If so, could you tell us whether they are used or unused samples, and if so, whether they are contaminated with blood or cytotoxic drugs. ="a defective device is at your disposal. It was not used." Kesava raj m: (B)(6) 2024 follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below 1. Could you please confirm on what drug was leaking from the syringe? ="the incidents described occurred in the pharmacotechnical unit during the preparation of cytotoxic drugs. There were no consequences for the compounders. Please note that the sample you are about to receive has not been used." 2. Was there any risk for the user? ="there were no consequences for the compounders." Kesava raj m: (B)(6) 2024 follow-up 2 comments (rec) attached the e-mail in "attachment(s)" field below. 1. Could you please confirm on whether there are one or two issue with product? ="yes" for your information: the photo provided shows the stopper is not fully assembled on the plunger, the verbatim states, "problem found: plunger head gasket failing event already produced last week.another problem with these syringes: no visible seal failure, but the sample liquid flows down the syringe and comes out at the bottom of the plunger." 2. Does this mean that you have observed the issue as shown in the photo but you also have issues with these devices leaking when there is no visible issue with the stopper? ="yes".